Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 53 (software error detected). The customer reported, no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed. And the customer, requested assistance with pump programming. The customer reported, receiving a pump error. The customer was able to clear the error and complete the rewind if requested. Conducted fill cannula delivery test, but delivery was not recorded in daily history. No harm requiring medical intervention was reported. The customer will stop using the device. And was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested. And the customer response was, that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self-test. Successfully utilized thump to download history files and trace files. Pump error 53 alerted on (date and time unavailable in software r&d pump analysis log - ble). Pump error 53 alarm due to software anomaly (line number = 1299 and file number = 709). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and battery tube threads - cracked. Pump error 53 alarm due to software error. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.